Event description:
On (B)(6) 2013 the patient was prescribed bactrim (dosage and duration not reported) due to inflammation and granulation tissue at the abutment site; subsequently the patient underwent revision surgery on (B)(6) 2013 to excise the granulation tissue. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.